Event description:
It was reported the patient¿s implantable neurostimulator (ins) never really worked and was dead at the time of this report. The patient never had a therapeutic effect. The ins never really helped with the patient¿s pain. The patient had non-diabetic neuropathy in her feet and legs and could barely walk. This was a preexisting condition/symptom, but the ins did not really help with the pain. The patient had to ¿run it really high¿ and the battery depleted after 5 months. The battery died in (B)(6). The manufacturer representative (rep) was there and confirmed it was depleted. The patient talked with the rep about the possibility of having it replaced, but she would rather try using an external tens unit to see if that would help. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information was reported that their device with lifetime battery quit in (B)(6) 2013, 6 months after the implant. The patient elected to not have it replaced.